Event description:
While the physician was removing a wire guide from the pt's right pelvic region, the wire guide cut through the catheter. The pt was taken to another room and the broken piece was removed.